Event description:
Device#1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: hematoma, failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was used, but resulted in a needle-to-cuff miss. A small hematoma (approx. 4cm) developed at the closure site. Manual compression was used to express the hematoma and achieve hemostasis. No adverse pt effects were reported though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device # 2 proglide, part# 12673-03, lot# 59203-6h, is being filed under a separate manufacturer report number.